Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance was out of calibration. The force sensor shim plate was found to be contaminated. And the internal clock battery failed. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: the black box recorded multiple attempts to load cartridge. Performed pump rewind, load, and prime steps with no loss of prime. Pump was exercised for 24 hours on a one unit per hour basal program with no loss of prime. Force sensor calibration was out of specifications. Force sensor shim plate was contaminated. Force sensor resistance was out of specifications. During investigation time and date reset was verified in the black box. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.